Event description:
The depth gauge hook fell off of the depth gauge so it couldn't be used. The plate holding clamp adjusting mechanism had malfunctioned so it couldn't be used.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that reposition clamp was alleged of issue s-30 (not functional) could be confirmed based upon the inspection done of the device which was returned for evaluation. Based on investigation, the root cause may be attributed to a user related issue. The failure may be caused due to inappropriate handling of instrument during reprocessing & storage which may have led to breakage of reposition clamp. Therefore, no nc has been raised. The device inspection revealed the following: visual inspection: inspection was done and it was found that reposition clamp was broken. Dimensional inspection: due to the nature of the complaint, a dimensional inspection was not considered necessary. Functional inspection: due to the nature of the complaint, a functional inspection was not considered necessary. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instruction for use (v15011 rev m 06-2015 instruments IFU ot-IFU-152) was reviewed: ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants. The cleaning and sterilization guide (the cleaning and sterilization guide (l24002000-en rev. N_ot-rg-1_rev-2_ cleaning & sterilization guide_2015-8332)) was reviewed: "transport to processing area: avoid mechanical damage, e.g. Do not mix heavy devices with delicate ones. Pay particular attention to cutting edges, both to avoid injury and damage to the medical device. Note - stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The depth gauge hook fell off of the depth gauge so it couldn't be used. The plate holding clamp adjusting mechanism had malfunctioned so it couldn't be used.